Event description:
It was reported that the patient experienced difficulty charging and frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). It was noted that the patient was a high energy user, which may have been the reason for the charging issue. The patient underwent a procedure in which the ipg was replaced. The patient is recovering without issue. The explanted ipg will not be returned as the hospital would not release it.

Manufacturer narrative:
Update to initial report block h6 evaluation conclusion code.

Event description:
It was reported that the patient experienced difficulty charging and frequent charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). It was noted that the patient was a high energy user, which may have been the reason for the charging issue. The patient underwent a procedure in which the ipg was replaced. The patient is recovering without issue. The explanted ipg will not be returned as the hospital would not release it.